Event description:
It was reported that, on an unknown date in (B)(6) 2024, a plum 360 pump automatically changed the rate at some point during the infusion with a patient getting chemo earlier in the week. There was no harm to the patient reported.

Manufacturer narrative:
Engineering evaluates that, while there were no logged infusions that fit the complaint incident (as it was reported) it is possible that the referenced infusion was the above-listed #5 infusion as this involved a fair amount of apparent nurse confusion in programming the infusion and in recovering once the infusion completed. Nevertheless, engineering evaluates that the pump delivered accurately and performed correctly per design. The complaint could not be confirmed. Tests: self-test and visual inspection. Self-test passed. A visual inspection was performed and passed. The customer complaint wasn't confirmed that the device changed the rate at or during infusion. The probable cause is not found, no issues.